Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿the mode button on the wireless footswitch is not working.¿ per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the mode button got stuck. The issue was fixed by cleaning debris around the button. Further, the battery tray o-ring was replaced as part of hardware upgrade. After repair, the device was found to be working according to the specifications. Debris around the mode button caused the mode button to get sticky. Improper cleaning and maintenance is the most probable root cause of this failure. The sticky mode button would have caused the customer to experience the reported problem. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that preoperatively to a shoulder repair procedure on (B)(6) 2020, it was observed that mode button on the wireless footswitch device was not working. During in-house engineering evaluation, it was determined that the mode button was stuck; and was fixed by cleaning debris around it. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.